Event description:
Clinical registry 014-029 j-a. It was reported that 663 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure treated one target lesion. The lesion was a 99% stenosed, severely calcified, severely tortuous, de novo lesion located in the mid right coronary artery (rca). The lesion was 3.00mm in diameter, 30mm in length with thrombus present. The pt was experiencing an acute myocardial infarction. The physician treated the lesion by direct-stenting with a taxus express2 3.00 x 32mm stent at 18 atms. The stent was not post dilated; however, the results were 0% residual stenosis with timi-3 flow. During the procedure, the pt was given 75cc of angiomax. The pt was discharged from the facility seven days later on plavix, aspirin and crestor. The site reported that 658 days following the index procedure, the pt experienced copd respiratory failure, was unresponsive and expired 5 days later. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.